Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers: h12k09112, h12l13070, and h13d08067 with no issues noted during the manufacturing process. A review of all batch record documents for potentially associated lot number: h12j11037. An exception was noted for the batch but does not indicate any issues related to the complaint. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 3 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was being treated with antibiotics (name, dose, route, and frequency unknown). The patient was discharged from the hospital and has recovered from this episode of peritonitis.